Manufacturer narrative:
The complete lead was returned to boston scientific. Laboratory analysis confirmed the clinical observations. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip were performed. Visual observation found the conductor coils were fractured located 451 millimeters (mm) from the terminal pin. The polyurethane of the lead was found to be bent 453 (mm) from the terminal pin and puckered 430-443 (mm) from the terminal pin. The inner insulation showed evidence of being worn located at 451 (mm) from the terminal pin. There was dried blood/body fluid evident throughout the entire lead lumen.

Event description:
Boston scientific received information that this left ventricular (lv) lead had displayed out of range pacing impedance measurements greater then 2000 ohms and a reported loss of capture. The lead was removed and replaced successfully with a non boston scientific (lv) lead. There were no adverse patient effects reported.

Event description:
--

Manufacturer narrative:
The lead will be returned for analysis. This investigation will be updated should further information be provided.